Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0140544. D4: medical device expiration date: unknown. H4: device manufacture date: 2020-05-23. H6: investigation summary: bd received a 24 gauge insyte autoguard unit from lot 0140544 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible or mechanical damage to the device. Next, the unit was tested for leakage and leakage was observed coming from the nose of the adapter. Upon microscopic investigation, a circular hole was found in the nose of the catheter tubing. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment during the catheter placement step.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ shielded IV catheter hub and cannula junction. The following information was provided by the initial reporter: "blood leaks from the junction of the hub and cannula."

Manufacturer narrative:
The reported lot # [140544] was not found for the reported catalog # [381812]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ shielded IV catheter hub and cannula junction. The following information was provided by the initial reporter: "blood leaks from the junction of the hub and cannula."